Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 118 compared to the labs 84 mg/dl. Tests were done within 2 minutes. Pt did not experience any adverse events. No further info has been reported.